Event description:
It was reported that a user experienced a dexcom g6 pairing failure with the ilet after transitioning from a previously used omnipod system; the trainer and agent guided the user to turn off the omnipod, enter the transmitter pairing code with a new g6 sensor, and allow time for the ilet to pair. Symptoms included no clinical effects, and no alerts or alarms were reported. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education regarding proper transmitter disconnection from the prior pump and standard pairing steps with the ilet. Investigation of this case revealed a pairing difficulty likely related to prior transmitter association and normal bluetooth handshake timing, with the device and components not demonstrating a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup issues and use environment factors during device transition.